Manufacturer narrative:
The subject product was not returned to omsc since it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. According to the report from the user facility, omsc considers that crushing the artificial vessel might cause the basket wire breakage. The device instruction manual described that "this instrument has been designed to be used with an olympus endoscope for crushing calculi inside the bile duct. Do not use this instrument for any purpose other than its intended use." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that during exchanging stent, the doctor found foreign body like stone in the common bile duct and shifted the procedure to lithotripsy. He attempted to crush the stone with subject device, but the basket wire broke and impaction occurred. He tried to crush the stone by using bml-110a-1 but the basket wire broke again. The doctor reinserted the endoscope into the patient and attempted to crush the stone again with bml-v232qr-30. However, he couldn't grasp the stone with the basket and abandoned it. After he performed endoscopic sphincterotomy (est) and endoscopic papillary large-balloon dilation (eplbd), he removed the subject device and foreign body from the papilla with a grasping forceps. He placed a stent into the bile duct and completed the procedure. The doctor found that the foreign body was not stone but an artificial vessel which biliary sludge attached to. He said that the artificial vessel might be placed in the past and move to the common bile duct. Reportedly, the patient was in hospital but she was stable.